Manufacturer narrative:
Product complaint: (B)(4). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the needle breakage found after the wound had been closed with that product? It was found during wound closure. Has the broken needle been found? No, it hasn't been found. It is possible that the broken needle was left inside the patient, but was the broken needle found? Or was it found during an x-ray? An MRI scan was performed, but nothing was found, so they have concluded that no broken needle was left inside the patient. If the broken needle is not found, are you considering any additional tests or procedures for the patient? We haven't heard that this is currently under consideration. We will consider it if there is a change in the patient's condition. Please tell us about the patient's condition after the procedure: we have not been informed of any problems at this time. We are regularly checking for any issues. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide the lot number? Did the reported issue contribute to any patient adverse consequences? Did the needle fall into the patient? If so, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were implemented to retrieve the broken piece? Was there any additional tissue damage resulting from the search for the needle piece? Does a fragment of the needle remain in the patient¿s tissue? If so, is there any plan in place to remove the needle piece in the future? If so, could you please provide the scheduled date for the removal? In which tissue structure was the broken needle located? What is the surgeon¿s opinion of the potential consequences for the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an inguinal hernia procedure on an unknown date and suture was used. During an inguinal hernia, the tip of the needle was broken during wound closure. This event was found before use. It was not a control release needle. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested